Event description:
The pt was experiencing blood pressure changes and increased pain. The pump was replaced for battery depletion. During the pump replacement, they noticed a motor stall during interrogation. The pump stalled on (B)(6)2010 at 12:43 and recovered on (B)(6)2010 at 14:48; it stalled again 3/23/10 at 17:16 and recovered (B)(6)2010 at 18:17; and then stalled again (B)(6)2010 at 14:12 with no recovery noted in the logs. The device system was used to deliver morphine/bupivicaine; morphine 10 mg/ml.

Manufacturer narrative:
(B)(4) blood pressure changes - (B)(4): the pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.